Event description:
The pump was returned for investigation. Investigation revealed a faded/discolored display screen. There was no indication that the product caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with a discolored and faded display screen. The display was removed and a test screen was inserted, and the test display was fully illuminated with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.